Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to be deployed. Due to the failure, the non-cordis sheath and the mynxgrip vcd were removed. Manual compression and a non-cordis closure device were applied and maintained for greater than one-hour. There was no reported patient injury. The patient has a medical history of hypercholesterolemia, coronary artery disease (cad) and peripheral neuropathy. This was a case of langerhans cell histiocytosis (lhc) with intervention. The device was stored in a climate-controlled storeroom with continuous temperature monitoring. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. A 6f non-cordis sheath was used for the procedure. The sheath entry was above the bifurcation. There was no vessel tortuosity documented for the femoral access. There was no documented use of unusual force used at any time during the procedure. The deployer¿s mynx training status is novice. After the issue, the patient was in prolonged rest. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient was discharged later that afternoon. The patient recovered after the mynx event. Additional procedural details were requested but were unknown. The device was not returned for analysis. A product history record (phr) review of lot f1904202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, procedural/handling factors, such an incomplete engagement of the advancer tube after shuttle down step, may have contributed to the failure to deploy event reported since the user was a novice. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phrs, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was unable to be deployed. Therefore, non-cordis sheath was removed. Manual compression and a non-cordis closure device were applied and maintained for greater than one hour. The patient was in prolonged rest. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient was discharged late that afternoon. The patient recovered after the mynx event. There was no reported patient injury. The patient has a medical history of hypercholesterolemia, coronary artery disease (cad) and peripheral neuropathy. This was a case of langerhans cell histiocytosis (lhc) with intervention. The procedure used a retrograde approach. The sheath entry was above the bifurcation. There was no vessel tortuosity documented for the femoral access. There was no documented use of unusual force used at any time during the procedure. The sheath used was a 6f non-cordis. The device was stored in a climate controlled storeroom with continuous temperature monitoring. There was no visible signs of device/package damage prior to use. The deployer¿s mynx training status is novice. The device will not be returned for evaluation. Additional procedural details were requested but were unknown.